Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to adjust the basal rate settings into the pump. Customers blood glucose (bg) levels were 250 mg/dl, a bolus was deliver using the pump to address high bgs. Tandem technical support assisted customer with desired settings.

Manufacturer narrative:
(B)(4).